Event description:
It was reported that the patient experienced ineffective stimulation. Patient was offered programming however the patient declined. The system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Patient was offered programming however the patient declined. The system was explanted. There were no complications during the procedure. Patient was stable.